Event description:
It was reported that the user experienced progressive hyperglycemia while using the ilet with an inset 23" infusion set and an intact cartridge, despite no visible air in the cartridge and a cannula that appeared normal; after initial troubleshooting to replace the infusion set and resume insulin, glucose continued to rise and the user reported site pain suggestive of impaired absorption, prompting a full change of cartridge and infusion set and relocation to a new insertion site. Symptoms included hyperglycemia. Outcomes included additional troubleshooting and education, with guidance to administer a subcutaneous insulin injection and disconnect from the pump if needed. Investigation included remote troubleshooting and user re-education on infusion set and cartridge replacement, tubing change, site rotation, and temporary use of subcutaneous insulin. Investigation of this case revealed no device alarms and a probable infusion-site absorption issue, with the device otherwise functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion-site interference with insulin delivery rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.